Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with no additional symptoms of hyperglycemia. The reporter stated that the patient did not receive any additional treatment such as injections for the blood glucose excursion. The reporter stated that the pump had emitted multiple loss of prime warnings which caused delays in insulin delivery. The reporter alleged that the cartridge compartment was cracked, causing the cap to be unable to properly secure to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of multiple loss of prime warnings due to damage to the cartridge compartment.